Event description:
The patient underwent a spectra penile prosthesis (spp) surgery due to unspecified reasons. The spp was explanted and replaced with an tactra. No additional information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The device history record (DHR) review was not performed as the lot/batch number for this component was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of event surgical intervention was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
The patient underwent a spectra penile prosthesis (spp) surgery due to unspecified reasons. The spp was explanted and replaced with an tactra. No additional information was reported.